Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer would address the alarm. Customer reverted to manual insulin therapy, but has resumed pump insulin therapy. No reported impact to the customer¿s blood glucose level.